Event description:
Five discordant, falsely depressed troponin patient results and one discordant, falsely elevated human chorionic gonadotropin (hcg) patient result were obtained on an advia centaur xpt instrument. The initial results were reported to the physician(s). The initial samples were repeated on the same instrument. The repeat results were reported, as the corrected results, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely depressed troponin patient results and falsely elevated human chorionic gonadotropin (hcg) patient result.

Manufacturer narrative:
An outside of united states (ous) customer reported five discordant, falsely depressed troponin patient results and one discordant, falsely elevated human chorionic gonadotropin (hcg) patient result obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse determined that two "3-way valve service kits" (v66 and v67) were previously replaced and the post-maintenance quality controls (qc) were in conformity. The cse confirmed that there was a bleach contamination due to the 3-way valves being installed backwards. The cse installed the two valves in the right position and ran qc with acceptable results. Siemens concluded that the cause of the event was the incorrect replacement of the valves. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.